Event description:
User received zero bun and glucose results for multiple pt samples that repeated in the normal range on another analyzer. Actual pt data and total number of pt samples involved was not provided. Erroneous results were not reported. The field service rep determined the cause to be a clot in the sample line and cleaned the sample, reagent and vacuum lines. Performance tests were performed.